Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states one week after insertion the dialysis catheter had to be removed due to inflammation of the tunnel tract. Little blood could be aspirated from the catheter. After removal the inflammation settled. The line had to be replaced. There was no infection found in the tunnel tract. All cultures came back negative. However, the patient has since developed a reaction to the dressing applied to the wound.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.